Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: competitor lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the device experienced a power on reset (por) when the patient underwent a computerized tomography (CT) scan. The device was reprogrammed to operate in the original settings and remains in use. No patient complications have been reported as a result of this event.